Event description:
On 05/09/2023, it was reported by a sales representative via sems that an ar-7206 fiberwire needle is breaking. This was discovered during a case, device breaks during use. Per facility: "uses the wire when closing capsule after total hip, and the needle keeps breaking. Dr. Freeman has been experiencing this issue with multiple of the fiber wire needles in various cases. No harm to patient, broken needles are discarded, and new ones are used to finish the case."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing.